Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with chronic total occlusion and heavy calcification. A 4.0x12mm xience xpedition stent delivery system (sds) was advanced, inflated up to 18 atmospheres for 7 seconds, and the stent deployed successfully. However, when the sds was intended to be deflated it was not possible. It was then intended to be pulled back into the guiding catheter; however, the sds got stuck at the entry of the guiding catheter. Therefore, the guiding catheter, sds, and guide wire were all removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty deflating the balloon however the difficulty removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received states that they attempted to deflate the balloon for over an hour. No additional information was provided.